Event description:
Complainant alleged that while attempting to treat a pt, the associated defibrillator failed to discharge via paddles. Complainant indicated that the clinician obtained another set of paddles to continue treating the pt. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.